Manufacturer narrative:
Evaluation results: one bivona tracheostomy tube was received for investigation without its original packaging inside a (B)(6) bag. A photograph of the returned was also received. An observation of the photograph revealed an asymmetrical cuff. Visual inspection was performed on the returned device at 12" under normal lighting to look for any damage to the cuff. No discrepancies were observed. An air cuff symmetry test was performed on the returned device. When inflating the unit, the cuff was observed to be asymmetrical. The cuff symmetry was measured at 41.66%. This value was over the acceptable minimum value of 33.3%.the test therefore confirmed that the returned device functioned according to specification. The device history record was also reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. .

Event description:
It was reported that the device cuff would not inflate properly. No patient injury or complications were reported in relation to this event.